Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) male pt to report that the charger was not charging the batteries. The pt was issued a replacement charger/modem and battery pack.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (does not charge batteries) has been confirmed. Upon eval, the battery board and components u13 (8-bit cmos flash microcontroller) and q1 (current controlling transistor) were damaged. The cause of the inability to charge the batteries is damage to the battery boards, u13 and q1. The cause of the damage is contamination. The root cause of the contamination could not be positively identified, but was likely liquid ingress of an unk contaminant. Device eval of battery pack sn (B)(4) has been completed. The reported problem (will not charge) was confirmed. Upon eval, there was liquid contamination inside the battery pack as well as corrosion on the connector. The cause of the inability to charge is the contamination in the battery and corrosion on the connector. The root cause of the contamination and corrosion cannot be positively identified, but is likely liquid ingress of an unk contaminant from the charger/modem. No adverse event resulted from the contaminated charger/modem or battery pack. The pt received a replacement charger/modem and battery pack.